Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4)

Manufacturer narrative:
Per medical review - reportedly, icl was inserted upside down requiring intraoperative lens exchange. Incision was not enlarged and no other tissue damage was reported. Another icl was implanted successfully with no injury to the patient. According to the report, by a technician, dated on (B)(6) 2015 the cause of the event was unknown since the surgeon noted that lens was placed upside down in the eye upon insertion. The technician stated that staar injection system was used during the surgery. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. Method: (process evaluation): work order search. Results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -11.5 diopter, and the lens went into the patient's eye upside down. The lens was removed within the same surgery with no patient injury. The backup lens was implanted with no problem.

Manufacturer narrative:
Results: (evaluation result): evaluation of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).